Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that pericardial effusion was observed via ultrasound. The lead was explanted and replaced. Patient was in good condition after the event.